Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: evaluation revealed multiple cracks in the battery compartment. Evaluation also revealed a dim, faded, discolored display. Unrelated to this issue, investigation revealed that the keypad cover was lifted at the ok button and the audio bolus button cover was damaged and punctured. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there were multiple cracks in the battery compartment. Evaluation also revealed a dim, faded, discolored display. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2016.